Manufacturer narrative:
Zimvie complaint number cmp (B)(4). Patient weight unknown / not provided unique identifier (UDI) number not available concomitant medical product and therapy dates: tmtwb10, imp tm 4.7mm mtx full, 10, lot number: 62498522 a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported peri-implantitis with inflammation at tooth site 25 and perforated sinus at tooth site 26. Doctor performed augmentation and closure of maxillary sinus. New implants and prosthesis placement planned. Additional materials used: puros allograft blend, copios extend, various disposable materials and suture material, etc.